Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing or cartridge pigtail during the load fill tubing process. Multiple supply changes were performed and the issue was resolved. Customer's blood glucose was around 251-253 mg/dl.